Event description:
It was reported by service report that the jack was not holding (drifting). No adverse consequences have been reported.

Manufacturer narrative:
The customer repaired the stretcher prior to an eval being completed by the MFR.